Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing. However after disassembling the device to determine root cause, the customer's report was no longer seen. A replacement pace/defib engine board and digital board were sent to the customer. Analysis for reports of this type has not identified an increase in trend.